Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # 0207702130, implanted: (B)(6) 2013, product type lead; product ID 3389-28, lot # 0207626809, implanted: (B)(6) 2013, product type lead; product ID 3387-40, lot # 0206960105, implanted: (B)(6) 2013, product type lead; product ID 3387-28, lot # 0207021803, implanted: (B)(6) 2013, product type lead; product ID 37601, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37601, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that ¿low¿ impedances were measured on the patient¿s leads, extensions, and implantable neurostimulators (inss). The patient was reprogrammed as a result of the event, though this did not resolve the issue. The patient¿s systems remained implanted and in service at the time of report. It was ¿unknown¿ whether there were any patient symptoms or complications associated with the event. The patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.